Event description:
Patient representative reported left side ¿diagnosed with bia-alcl," "removal of the biocell textured breast implants,¿ ¿worried about the risks they face,¿ ¿mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of bia-alcl and aftermath from the suffering of bia-alcl." Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device has been explanted.

Manufacturer narrative:
Further information is not available, because we do not have contact information. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2015. Reason for reoperation: lymphoma-alcl-suspected.